Event description:
A malfunction alarm with code malf 9 was reported, and no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump due to driving at the time of the call and was advised to call back later to complete the pump reset using the provided instructions. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.